Event description:
Device will give a reading with out any blood being applied. The customer does not go by these results. A request was made for the return of the suspect device and replacement product was sent.